Event description:
It was reported by the rep that the device was used during a laparoscopic hysterectomy. It was reported the surgeon went to fire the device for the third time and the gun was reported not functional (would not fire). They pulled a second gun and completed the case. The cartridge was not saved. There was no consequence to the pt.